Manufacturer narrative:
Insulin pump passed the displacement test. Unit received compromised forced sensor system alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the unexpected restart error test, prime and compromised forced sensor system test, excessive no delivery test and occlusion test or test for motor error alarm due to compromised forced sensor system alarm.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 234 mg/dl. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.